Event description:
Rptr states, revision of pca patella due to normal wear and tear. Revised with a compatible patellar component to articulate with primary pca femoral component.

Manufacturer narrative:
The patellar component cannot be evaluated as it has not been returned for evaluation but rather retained by the pt. Two requests for add'l info have been sent. User facility info is unobtainable.